Event description:
Additional information received reported that ECG events were seen in the recorded brain sensing data. It was noted that this did not impact patient or patient therapy. It was noted that it only impacts the accuracy of the brain recordings being used for research.

Event description:
It was reported there were sense recordings that contained electrocardiogram (ECG) artifact. The observation did not impact therapy to the patient it only impacted the quality of sense recordings. Additional information reported the ECG artifact interference is so large they lose the ability to see brain activity. There was no root cause known at the time of report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
Additional information received reported that the study devices were picking up the patient¿s heart activity in the brain recordings. It was due to leakage in the lead/implantable neurostimulator (ins) portion of the system. The leakage did not impact stimulation therapy but did impact the studies ability to see brain signals.